Manufacturer narrative:
E.1 name prefix/title, first name and last name are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) had been damaged prior to use. The aic had been stored in an area where it was damaged by receiving a spray of water. No patient was involved.